Manufacturer narrative:
Result: ripped power cord outer sheathing.

Event description:
It was reported by service report that the power cord outer sheathing was found ripped. No pt involvement or adverse consequences were reported.